Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead failed to capture. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.